Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address elevated chromium and cobalt levels. Metallosis and pseudotumor were found intra-operatively.